Event description:
It was reported to boston scientific corporation on february 02, 2023 that an ultraflex tracheobronchial covered distal stent was used to treat a malignant stenosis in the left bronchus during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous. During the procedure, while deploying the ultraflex tracheobronchial stent, it became stuck and was unable to completely deploy. The physician increased the force and noticed that the shaft was bent but the stent was still unable to deploy. The ultraflex tracheobronchial stent was partially deployed on the delivery system when it was removed from the patient. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of ultraflex tracheobronchial stent partially deployed. Block h10: an ultraflex tracheobronchial covered stent and delivery system were received for analysis. The stent was returned partially deployed. Visual examination of the returned device found the shaft was bent in different sections. Microscopic inspection was performed and found no damages or knots to the deployment suture. Functional examination was performed by holding the handle hub in the palm if one hand, grasping and retracting the finger ring with the other hand. By retracting the finger ring, the crocheted suture that binds to the delivery system shaft unraveled and gradually released the stent from the delivery system. No other issues were noted to the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed and shaft bent. The investigation concluded that the damages noted were most likely due to procedural factors encountered during the procedure such as lesion characteristics, handling of the device, the technique used by the user, which limited the performance of the device and contributed to stent partial deployment. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on february 02, 2023 that an ultraflex tracheobronchial covered distal stent was used to treat a malignant stenosis in the left bronchus during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous. During the procedure, while deploying the ultraflex tracheobronchial stent, it became stuck and was unable to completely deploy. The physician increased the force and noticed that the shaft was bent but the stent was still unable to deploy. The ultraflex tracheobronchial stent was partially deployed on the delivery system when it was removed from the patient. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of ultraflex tracheobronchial stent partially deployed.